Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred earlier in the day, prior to calling cts. Customer was able to resume insulin. There was no adverse impact to customer¿s blood glucose level.